Manufacturer narrative:
(B)(4). Additional follow up information was received. It was reported that the patient experienced a recurrent peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of this peritonitis event was determined to be a break in aseptic technique. On the day of the onset of the recurrent peritonitis, the patient was hospitalized. The patient treatment was not reported. Later that month, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination and patient made a mistake during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for 10 days for peritonitis. Treatment for peritonitis was unknown. The patient had not yet been retrained on proper aseptic techniques, but will be on a later date. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.